Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection did not reveal any issue. Functional evaluation found the motor stalled and a bad pcb. The device failed the blade ID test. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The reported malfunction of motor not working and stalled was duplicated during product evaluation and the root cause has been associated with a component failure. Although overheating was not observed, a blade stall can result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the motor drive unit´s motor was not rotating, it got hot, and had a motor stalled. No case reported; therefore, no patient was involved.